Event description:
Ous MDR - it was reported that the lead dislodged twice after implantation. Upon investigation, the lead was twisted around the device. Twiddlers syndrome was presumed by the physician. The exact implant date was not reported. Also, no explant date was provided, but the device has been returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized. The analysis of the lead showed a deformed shock coil. It is reasonable to assume the those damages occurred during the explantation procedure. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.